Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a21 alarm or button/keypad anomaly due to blank display. No moisture/damage/unlocked j2/lcd keypad connector during visual inspection noted. Unit had minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a unexpected restart. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for alarm and insulin pump alarm again in normal use. Customer also reported that the insulin pump had blank display and display did returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.